Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in the endovascular treatment of an unknown size abdominal aortic aneurysm on the (B)(6) 2020. A non mdt stent graft was attempted to be implanted but failed due to an occluded left iliac and the physician elected to implant the aui. It was reported during the index procedure the endurant aui was implanted with an endurant limb extension (etlw1616c124e v29886412)) into the right iliac artery. During removal of the aui delivery system, the physician did not close the nose cone completely and some plaques were pulled out subsequently breaking some of the proglide stitches. The extension was then implanted and a fem fem bypass completed. Final angiogram was performed showing no endoleaks, blockages and no extravasation from the right external iliac. As per the physician, the cause of the event was due to user error. No additional clinical sequelae were reported and the patient is fine.